Event description:
Baxter reported a transfer set with a broken spike. No patient injury or medical intervention was reported.

Manufacturer narrative:
Results indicate confirmation of the reported event of a broken spike on a transfer set. For broken spikes. The root cause was excessive force. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.